Event description:
The patient reportedly experienced intermittencies and sound quality issues with his external equipment. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing conducted at the center confirmed that the device was functioning. Due to the patient's decline in performance, the patient was advised to discuss the explant surgery with the surgeon.